Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to code her onetouch ultra2 meter. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2012 at 11:40 (am/pm not specified). The patient denied testing her blood glucose with another device after the alleged issue occurred. The patient manages her diabetes with insulin (self adjuster); however, it is not clear what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, approximately three to four minutes after the alleged issue occurred, the patient reportedly developed a symptom of sweating and a minute or two later, the patient reportedly consumed more food/drink and administered 16 units of insulin as self-treatment. According to the csr's documentation, the alleged issue was resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue occurred.